Event description:
The customer reported boot black issues. There is not enough info to determine if this is a blank/blank display or a failure to power on. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.